Manufacturer narrative:
The customer reported that after the customer pressed the radius button on the touchscreen, the gantry continued to rotate until the emergency stop (e-stop) was pressed. The system was in clinical use when this issue occurred. There was no report of harm or system contact with a patient, operator, or bystander. The philips field service engineer (fse) went on site to evaluate and confirm the reported issue. The fse proactively replaced the dual motor driver board in an attempt to resolve the issue. The fse also instructed the customer to always have dry hands when using the touchscreen as lotion or moisture on the touchscreen could cause motion to activate. The probable cause is unknown at this time. The system is in clinical use. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.s

Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. (B)(4).

Event description:
This complaint has been evaluated based on the information provided; there is no allegation of death or serious injury. The issue reported was that after the customer pressed the radius button on the touchscreen, the gantry continued to rotate until the emergency stop (e-stop) was pressed. Based on the available information, this issue has been determined to be a reportable event.